Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and/or fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2013. During the impaction of the liner into the cup, the surgeon felt as if the impactor was not fully seating. The surgeon explanted the liner and implanted an e1 liner. As a result there was a delay greater than 30 minutes.